Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited an error issue. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ device indicating that the operation test failed and an error was made. The field service engineer (fse) evaluated the device onsite and determined that the operational test failure was due to the user not pressing the charging button during the test. The device remains at the customer's location and no further evaluation is necessary at this time. Based on the available information and the tests conducted, the cause of the reported issue was due to the user's failure to press the charging button during the test. The reported problem has been confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The field service engineer (fse) instructed the user on how to perform the operational check to rectify the issue. It has been determined that no further action is necessary at this moment. Should more information be provided, the complaint file will be reopened.